Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events. This MDR is for pt 2 of 2 on day 2 of 2. See MDR #1061932-2011-00994 for pt 1 of 2 on day 1 of 2. A field service engineer visited the site on (B)(6) 2009 to assess the instrument. He verified qc results and trends and found all within specs. He verified white blood counts and histograms, and verified instrument operation. No problems were encountered. The software algorithm of the lh750 and its sensitivity set to [2202], which is the mid level setting for blasts and variant lymphocytes, set off for imm. Ne 1 (immature neutrophils, primarily bands) and set mid level for imm. Ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). An analysis of the test data associated with this pt sample indicated an abnormal population pattern with one dominant cluster in neutrophil region. Since neutrophil and eosinophil cells completely merged together in this specific case, the instrument software algorithm could not separate the eosinophils from the neutrophils. Immature band and immature cell suspect flags were generated for this sample.

Event description:
The customer reported that the lh750 hematology analyzer generated erroneous differential results on one pt as there were no eosinophils identified by the instrument. The test results were accompanied by an instrument-generated message flagging for suspect immature neutrophils. The erroneous test results were reported outside of the lab. Lab personnel noted greater than 30% eosinophils were present when sample was viewed on a manual preparation. There were no reported changes to pt treatment associated with this event.